Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler/heater unit was not re-warming fast enough. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The quality service technician evaluated the returned solenoid valve and found the valve to be rusted in the open position and it could not close. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.